Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that a right ventricular lead exhibited varying impedance. Upon opening the pocket, no clear connection issue was found. The physician alleged there were possible tissue related anomaly and lead issue. The lead was explanted and replaced. The patient was discharged.